Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels ranging from 200-300 mg/dl over the past several weeks. Correction boluses were used to address the high bg level. The customer was not sure what was the cause of the high bg levels. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.